Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead, (B)(6) 2005. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.

Event description:
It was reported that the device set screw for the right ventricular pace/sense port was unable to be gotten out of the device port. The lead was retested and the device was explanted and replaced. No patient complications have been reported as a result of this event.